Event description:
A company representative reported that an everest screw fractured post-operatively. Revision surgery has not taken place nor been scheduled.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.

Event description:
A company representative reported that an everest screw fractured post-operatively. Revision surgery has not taken place nor been scheduled.